Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the steering issues and clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The xtr clip delivery system (cds) was advanced to the mitral valve however when attempting to align the arm angle perpendicular to the line of coadaptation, the cds was moving in the opposite direction. The clip was able to be placed on the valve however the clip opened when trying to establish final arm angle (efaa). Troubleshooting was performed however the clip failed efaa again therefore the cds was removed. Another clip was implanted, reducing the mr to +1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported clip open while establishing final arm angle and difficulty dc shaft positioning was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip open while establishing final arm angle and difficulty dc shaft positioning. There is no indication of a product issue with respect to manufacture, design, or labeling.